Event description:
Complaint alleges that the device had a tear in the balloon which was found prior to use. No reported pt involvement.

Manufacturer narrative:
The sample has not been returned to MFR in time for this report, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.